Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the atrial lead exhibited far r-wave oversensing, high impedance and failed to capture. Programming changes were performed. The patient was in stable condition.